Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the input was delivered for surgery (7.8fr was requested), inside the pavilion they opened it and the doctor installed it, when he had the device, he noticed that the measurement did not match and checked the packaging. There they noticed that the envelope that came inside the box was a different size (5.8fr) and did not match what the box indicated. Since the device was already installed in the patient, they left it. According to the form, the product was used only once. One picture was provided by the customer showing a box with the label of the product. The event was classified as an adverse event, an incorrect measuring device was installed on the patient.. This event happened in two surgeries with the same doctor and one patient involved in this event. Informing that there was no damage to the patient, but a measure that was not what the doctor wanted was installed. The product is currently installed in the patient.